Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4)

Event description:
In a literature article, the authors reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The patient underwent aqueous and vitreous biopsy, with intravitreal injection of antibiotics on the day of diagnosis. The culture results were documented as sterile. The purpose of the article was to describe a study that aimed to investigate whether the rate of postoperative endophthalmitis (poe) is reduced by using an injectable intraocular lens (iol), which eliminates contact between the ocular surface and the iol, as compared with using a foldable iol held with iol forceps and inserted directly through the surgical wound. The method was described as data collected retrospectively from a single centre covering an 8- year period. The diagnosis of poe was based on the presence of excessive postoperative intraocular inflammation with typical clinical features within 8 weeks of surgery. All patients diagnosed with poe underwent aqueous and vitreous biopsy, with intravitreal injection of antibiotics on the day of diagnosis. Among the 25,410 operations, 12 cases of poe were diagnosed. Multiple lens models were used, as appropriate for the clinical circumstances, based on the decision of the operating surgeon. There are three reports associated with this article. This report is for one case associated with a (B)(6) patient. Literature reference: weston k, nicholson r, bunce c, fung yang y. An 8-year retrospective study of cataract surgery and postoperative endophthalmitis: injectable intraocular lenses may reduce the incidence of postoperative endophthalmitis. Br j ophthalmol 2015;99:1377-1380.